Manufacturer narrative:
One 5.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the anchor confirmed the reported breakage. The anchor has broken at the suture eyelet. Dimensional assessment of the anchors major diameter found it met print specifications. The inserter tines that interface with the anchor were also examined and noted to be intact. The condition of the anchor indicates it was subjected to excessive force during insertion. Per the device instructions for use: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.

Event description:
It was reported that during application the device break in the suture eyelet. The damaged device could be removed from the patient and replaced by a new one. The reported delay resulted in ten minutes extended exposure to anesthesia. No significant delay or patient injuries were reported.